Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there were inaccurate deliveries of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-jun-2019 with the following findings: the complaint regarding inaccurate delivery was reported on (B)(6)2015. A review of the pump black box showed the pump was in use until (B)(6)2018. All pump history data for the time of the complaint was overwritten due to continued use. There was no evidence in the alarm history or black box data related to delivery malfunctions. The current total daily dose history added up correctly. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unrelated to the complaint, the battery compartment was found to be cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.